Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device history review: there was a non-conformance not related. The product has not returned to j&j medtech orthopaedics; however, a photo was provided for evaluation. ¿ visual inspection of the returned photo found both plates deployed and still attached to the suture. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would have contributed to the complained device issue. Handling of the device or product interaction during procedure; it is possible that the depth penetration of the tissue was not maintained; therefore, the plate did not fully trespass the soft tissue and it was pulled out along with the device. As per IFU, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the implants, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that after passing the first point, the truespan 12 degree peek pin was not anchored in the meniscus and was coming out. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.